Event description:
It was reported an asymptomatic patient presented in clinic for a routine follow up and non-sustained lead noise was observed due to post-paced t-wave oversensing. The patient received inappropriate atp. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.